Event description:
It was reported that customer experienced keypad anomaly. It was reported that buttons responded intermittently. Customer was advised that insulin pump will be replaced. No further information provided.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. All buttons functioned properly. However, the insulin pump had moisture damage was noted on keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.